Manufacturer narrative:
Additional information has been received regarding the patient weight change from 115 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 as per new additional information and which is updated in section b3. Also, additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer had reported 3 separate low blood glucose hospital events. The bg values at time of ER visit/hospital admission/ems dispatch were 18 / 32 / 23 mg/dl.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced constant loss communication with the transmitter. The customer reported blood glucose value of 18 mg/dl. The customer reported hypoglycemia treated with carb intake and admitted to hospital greater than 24 hours. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, unomedical, mmt-332a. Troubleshooting was performed for loss of communication and declined for low blood glucose event. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to reestablish communication with the transmitter. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-1884. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.